Event description:
It was reported while using bd phaseal¿ optima infusion connector c35-o separation occurred. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: the connector is disconnecting from port needle.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: photo received by our quality team for investigation. Upon visual evaluation, it can be seen that the injector with the connector is correctly connected. In addition, a syringe with a safety needle can be seen, but it is not possible to see whether the tip of the syringe has a luer lock thread or only a non luer thread. A device history review was performed for lot 2202501, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation, no damage or other defects was observed on any of the product. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported while using bd phaseal¿ optima infusion connector c35-o separation occurred. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: the connector is disconnecting from port needle.